Event description:
The customer reported that the device failed preventive maintenance, failed binary test. There was no patient involvement.

Manufacturer narrative:
Additional in h3, h6. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they sizer sensor replaced due to failed barrel clamp position. As found software version 9.33.0.50, as left software version 9.33.0.50. Left handle replaced due to cracked bottom well. Left iui replaced due to broken housing. Iui bracket replaced due to screw broken inside screw insert. A review of the device history record showed the device had a manufacture date of 03/16/2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which does not correlate to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they sizer sensor replaced due to failed barrel clamp position. As found software version 9.33.0.50, as left software version 9.33.0.50. Left handle replaced due to cracked bottom well. Left iui replaced due to broken housing. Iui bracket replaced due to screw broken inside screw insert. A review of the device history record showed the device had a manufacture date of 03/16/2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the sizer sensor assy bkt clip syr/pca a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Event description:
The customer reported that the device failed preventive maintenance, failed binary test. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device failed preventive maintenance, failed binary test. There was no patient involvement.